Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to mentor.

Event description:
It was reported that a (B)(6) y.o. Female patient underwent bilateral breast prostheses implantation with mentor gel implants on (B)(6) 2013. Patient presented with bilateral implant rupture. She also suffered persistent mild hardening, fatigue, weakness, high homocysteine, moderate c-reactive protein, photosensitivity, hives, itching after sun exposure, brittleness and cracking of nails, easy bruising, shortness of breath, cognitive difficulties, metallic taste in mouth, night sweats, headaches, foul body odor, cognitive dysfunction, nausea, dizziness, hashimoto¿s disease, skin rashes, digestive and gastrointestinal issues, low white blood cells, elevated thyroid and autoimmune antibodies, epstein-barr virus, cytomegalovirus, varicella zoster, and pain (generalized). Patient was bedridden. She had breast asymmetry on the right side. Patient also had delayed wound healing, infection, lymphadenopathy on the left side. Dense breast tissue was confirmed by ultrasound. Patient had implants explanted on (B)(6) 2016. No further information was obtained.